Event description:
Patient came in with bleeding from temporal artery from facial laceration. Md attempted to get hemostatic control with figure 8 stitch of 4-0 monosof. When needle was placed the needle snapped off in the patient and the control region seemed to have a structural defect. Lot d2g1925fy (20) (01), ref (B)(4).